Manufacturer narrative:
Concomitant medical products: product ID: 4054 lead, implanted: (B)(6) 2002; product ID: 0125 lead, implanted: (B)(6) 1997. Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to the performance of an associated lead. The crt-d was explanted and replaced. A new crt-d was placed in the pocket, the pocket was flushed with antibiotic solution, and a antibiotic pouch was used. The lv epicardial lead, the chronic right ventricular (rv) lead and the chronic right atrial (ra) lead were connected to the new device, and the procedure was completed. No patient complications have been reported as a result of this event.